Manufacturer narrative:
Results: the benchmark delivery catheter (benchmark dc) was kinked under the strain relief approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured in the proximal shaft. This damage may have occurred due to forceful handling of the benchmark dc during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the benchmark delivery catheter (benchmark dc) was fractured just distal of the strain relief. The damage to the benchmark dc was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new benchmark dc.